Manufacturer narrative:
(B)(4). Date sent: 04/23/2012. Additional information: what vessel or structure was the device fired on at the time of the event? Around the cholecyst. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No information. The analysis results found that the device was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. If the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition the orange visual indicator was noted over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the remaining number of clips which was showed on the indicator window and the number of clips inside the device were different. The device could not be fired beyond the 15th firing. Another device was used to complete the case. There were no adverse consequences to the patient.